Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. An accuracy test was performed during the functional testing and the reported issue was not duplicated. The test successfully passed with a result within spec -5.18%. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited nothing or limited liquid was flowing through. Therefore, it had to be replaced at 2 weeks time. No adverse patient effects were reported by the customer.